Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # 493c26. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage, with the jaws and trigger in the close position. Also, the knife was noted as partially advanced, the home button was pressed to return the knife to the home position and the knife returned to the home position as expected and no reload was present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 493c26, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9dd2k, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that after the second firing that after removing the spent cartridge the upper jaw would not open enough to insert a new cartridge. While the rep was getting a second device the surgeon closed the jaws and depressed the firing trigger. The device went through the full firing sequence with no cartridge inside. Surgeon opened the jaws and the device fully opened. Surgeon then closed the jaws again and attempted to fire (no cartridge inside) and the device would not fire. The device did its normal safety protocol and functioned as it should with no cartridge inside. A second device was used to continue with the procedure. There were no adverse consequences for the patient.